Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-1927bcf-45 biocomposite-corkscrew broke. This was discovered during a procedure on (B)(6) 2021. Case was completed using another ar-1927bcf-45 bio-composite-corkscrew from the same lot number.

Manufacturer narrative:
Complaint confirmed. Upon visual investigation, it was noted that one corkscrew assembly was returned for investigation along with both inserters and extra suture. The corkscrew that was returned was found to have been broken. The sutures were found to be cut. No problem was noted with the inserters. The cause of the anchor breakage remains undetermined, however probable cause can be attributed to prying/leveraging forces used during insertion.